Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference: 3005334138-2019-00635. During a left atrial appendage (laa) implant procedure, a pericardial effusion occurred during transseptal access. The patient became hypotensive and an echocardiogram revealed a pericardial effusion in the right side of the heart. The patient was transferred to surgery for repair and is in stable condition. There were no performance issues with any abbott devices.